Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (11) large volume pump display boards had 4th segment bottom left and top right, 2nd segment top left, 3rd segment bottom dim and therefore, need to be replaced. There was no reported patient involvement.